Manufacturer narrative:
Immucor technical support used a remote electronic connection method to access the test well results and images on the customer's instrument in question on (B)(6) 2015. An immucor field service engineer (fse) visited the customer site on (B)(6) 2015 to assess the instrument in question. The fse replaced syringes and the probe as a precaution.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative rh (d) blood type when testing on a galileo echo, when tested on (B)(6) 2015.